Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected low battery, battery out limit, failed battery test alarms or a21 alarm, reset time/clock anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm. The customer stated they were able to clear the alarm but not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.